Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® k2 edta 5.4mg there was an issue with labeling error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for secondary label issue with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and secondary label issue was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for secondary label issue with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® k2 edta 5.4mg there was an issue with labeling error. There was no report of injury or medical intervention.